Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 97714, serial# (B)(4), product type: implantable neurostimulator. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The company representative (rep) reported the patient has two pain implantable neurostimulators (ins) and was getting out of regulation (oor) message on both inss. The reporter was unsure how many times the oor message was displayed but it was multiple times and it continued to display. The oor messages started to occur in early (B)(6). It was suggested that it was ¿noise¿ as the patient had 2 systems implanted which appear to be interfering with one another. Interventions included telling the patient how to clear the alarm. The patient continued to get the alarm but knows how to clear it. Impedance checks were done on both systems and all were fine, within normal limits. The voltages were very low. The mdt data was reviewed and the patient was very meticulous with recharging the ins. The last six recharge sessions , the patient typically started recharging when the battery was ~70% full. No symptoms were reported.